Event description:
The subject device was used during a laparoscopic hepatectomy. The user noticed that the ptfe pad of the device partially was missing when he made an incision on hepatic parenchyma. He checked in the abdominal cavity of the patient, but there was no foreign object. He concluded that the fragment had been already flushed out, because he had done the aspiration enough. The procedure was completed with different devices. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device severly wore away. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wear. Considering the evaluation result of the subject device, omsc concluded that the reported missing of the pad occurred since the user continued activating output for an extended time after the tissue already cut, which caused the severly worn pad. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. See scanned page.